Event description:
Adverse event(s): "no impact reported" (no consequences or impact to pt). Product problem(s): "knife was dull" (dull). The physician reported the knife was dull, had to open another knife to complete surgery. No pt impact was reported. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).